Manufacturer narrative:
The device ro 10 011 has been inspected for investigation purpose. The tests performed confirmed that the distance sensor did not pass the test. The internal complaint reference is the following: (B)(4).

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the distance sensor was non-functional. There was no patient involvement reported.